Event description:
It was reported that a patient presented in-clinic. Prior examination of the right ventricular (rv) lead revealed noise. No over-sensing was noted. The rv lead was explanted and replaced on (B)(6) 2021. During the procedure, fluoroscopy was performed and externalized conductors were noted on the rv lead. The patient was stable throughout and no patient consequences were reported.